Manufacturer narrative:
Reservoir: model- 72404155, lot sn- (B)(4), mfg date- 09/20/2016, exp date- 09/07/2018, gtin- (B)(4).

Event description:
It was reported that the patient experienced a malfunctioning pump. It is unknown if the device has been revised. The patient outcome was reported to be stable. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.